Event description:
It was reported that pump experienced multiple malfunction codes, caller confirmed correct malfunction and fault ID information. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed warranty and shipping details, instructed customer on storage mode and pump return process, and sent replacement pump.